Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead was returned for analysis measuring 6.6 cm from the connector portion. Lead insulation degradation at 4.7 cm from the connector pin.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. A terminal diagnosis of pneumonia was noted. It was reported that the cause of death is unknown.